Event description:
It was reported that a caller was unable to recall their security pin. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support helped by providing a bypass code, allowing the customer to access the pump, and update their pin.